Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram-positive bacteria (2 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6), 2021] -bacillus flexus (1 cfu/100ml) and enterococcus faecalis (24 cfu/100ml) [second time; (B)(6), 2021] -unspecified microbes (5 cfu/100ml) the device had been reprocessed with an olympus automated endoscope reprocessor model etd4 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. According to the evaluation result from the local service department, the instrument channel was worn out. The exact cause of the reported event could not be conclusively determined. There was a possibility that the reported phenomenon occurred due to the wear of the instrument channel.